Event description:
It was reported that the device was failed to start with an error message of system error. The problem occurred during preparation of the surgery. The procedure was completed with a back-up competitor device.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of system error was confirmed. Product failed functional testing with a system error and pump motor error. Cause of errors is a defective electronic component on the motor controller pcb. Product passed functional testing with a known good motor controller pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.